Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Age or date of birth: mean age. Sex: majority of patients were male. Date of event: estimated date. UDI is unk because the part and lot number were not provided. Implant date: estimated date. Article titled: three to four year outcomes of the absorb bioresorbable vascular scaffold versus second-generation drug-eluting stent: a meta-analysis. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effect of death is listed in the xience v, everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. The absorb device referenced in b5 is being filed under a separate medwatch report. The additional adverse patient effects of mi, revascularization, and thrombosis are being filed under a separate medwatch report #.

Event description:
It was reported through a research article identifying the absorb scaffold and xience drug eluting stent that may be related to a cardiac mortality, myocardial infarction, revascularization, and thrombosis. Details are listed in the attached article, titled, three to four years outcomes of the absorb bioresorbable vascular scaffold versus second-generation drug-eluting stent: a meta-analysis by goel et al.